Manufacturer narrative:
This product was received and tested by technical services who confirmed the image failure was caused by an lcd failure. The pgvl lcd was replaced and the device passed the electrical safety test. Service deemed complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope video monitor, the picture went all red. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.